Event description:
Customer reported that they jumped in the pool with the insulin pump on and the buttons were unresponsive. Customer stated that they noticed the cannula being out and the insulin pump going to suspend when they got out of the pool. Customer also mentioned that everything on the device was off. Customer's blood glucose reading at the time of the call was 199 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. No unresponsive keypad anomaly could be confirmed due to the blank display. No moisture damage was noted on the keypad traces. Moisture damage was found on the motor. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.